Event description:
This spontaneous case describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes") and cognitive disorder ("cognitive disorders") in a female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: device material corroded ("galvanic corrosion (interpreted as device material corroded)"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fallopian tube perforation (seriousness criterion medically important), cognitive disorder (seriousness criterion disability), device expulsion ("migration of device into uterus"), pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding"), fatigue ("chronic fatigue"), headache ("headaches"), myalgia ("muscle pain"), arthralgia ("joint pain") and inflammation ("systemic inflammation (interpreted as inflammatory reaction)"). At the time of the report, the outcomes for fallopian tube perforation, cognitive disorder, device expulsion, genital haemorrhage, fatigue, headache, myalgia, arthralgia and inflammation were unknown. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, fallopian tube perforation, device expulsion, fatigue, cognitive disorder, headache, myalgia, arthralgia or inflammation. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes") and cognitive disorder ("cognitive disorders") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device material corroded ("galvanic corrosion (interpreted as device material corroded)"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced fallopian tube perforation (seriousness criterion medically important), cognitive disorder (seriousness criterion disability), device expulsion ("migration of device into uterus"), pelvic pain ("pelvic pain"), genital haemorrhage ("bleeding"), fatigue ("chronic fatigue"), headache ("headaches"), myalgia ("muscle pain"), arthralgia ("joint pain") and inflammation ("systemic inflammation (interpreted as inflammatory reaction)"). At the time of the report, the outcomes for fallopian tube perforation, cognitive disorder, device expulsion, genital haemorrhage, fatigue, headache, myalgia, arthralgia and inflammation were unknown. No causality assessment was received for essure with regard to pelvic pain, genital haemorrhage, fallopian tube perforation, device expulsion, fatigue, cognitive disorder, headache, myalgia, arthralgia or inflammation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-oct-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.